Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and an evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The customer requested an event log review. The customer reported that a dilaudid pca syringe was found empty sooner than expected. The syringe and pc unit and pca module were all replaced. Doctor's orders were 0.125mg pca only with 15 minutes lockout and max limit 0.5mg per hour. The concentration was 2mg/1ml in a 25ml syringe. A new syringe was hung at 1637 on (B)(6) 2014. Pca was programmed and confirmed by patient's nurse and nurse supervisor. At 2307 on (B)(6) 2014, the syringe was found to have only 2 or 3 mls left. The nurse supervisor felt there was an error in the pca device or tubing since there should have been more medication volume remaining in the syringe. No patient harm or medical intervention occurred. No further patient or event information was reported.